Manufacturer narrative:
The customer reported that the cell-dyn sapphire generated imprecise wbc results. The customer reported performing several troubleshooting steps without issue resolution and requested a field service visit. A field service representative performed required maintenance on the instrument, which included replacement of several parts and verifying instrument performance. The customer submitted four pages of data to aid with the investigation. The data showed that all runs contained suspect population flags, i.e. Band, ig, nvwbc, blast, fp?, and varlym. The customer was educated by customer service and support in regards to these flags. The cell-dyn sapphire system operators manual lists these flags as wbc interpretive report messages. The manual states that a result that falls outside a laboratory action limit can also indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, notifying the physician or performing a stained blood film review. In cases where a cellular abnormality is present and alters cellular morphology to the point that the cells do not fit the criteria used by the instrument to generate a flag, the interpretive report messages in the interpretive report region may be the only message(s) that alert the operator to a potentially erroneous result. Based on the event details and investigation, no product deficiency was identified with the cell-dyn sapphire. The instrument performed as designed, by alerting the operator in all runs of potentially erroneous results, as indicated by the suspect population flags.

Manufacturer narrative:
No consequences or impact to patient ; (B)(4): low test results ; a followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a falsely depressed wbc of 0.1 10e3/ul on the cell-dyn sapphire which repeated at 7 10e3/ul on another instrument. No specific patient data was provided. No impact to patient management was reported.